Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular lead dislocated (dislodged) and was pacing the atrium. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.